Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast though not verified, legal representative stated that this patient experienced vaginal odor, constipation, sui, urge incontinence, dyspareunia, pelvic pain and pressure, urinary leakage, suprapubic cramping, and urgency/frequency. It is uncomfortable for her to sit and rlq pain. The claimant reports after she leaves her pt it was 6 hours before she could void and she felt a lot of pain and pressure, pelvic pain in mid pelvis and has a knot on the right low abdominal side, feeling a ball rlq, mesh erosion noted in the bladder. The patient underwent a procedure for sling removal with diagnostic cystoscopy, urethroscopy and urethrolysis under general anesthesia for painful transobturator sling, dyspareunia and pelvic floor muscle spasm. Subsequently, she underwent a laparoscopic extensive lysis of adhesions and re-implant of two slings. She continues to have chronic pelvic pain, recurrent stage 2 pelvic organ prolapse, recurrent mixed urinary incontinence, constipation, omental adhesions to the umbilicus and large bowel adhesions to the vaginal apex and left pelvic side wall.